Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018, it was reported to k2m, inc. That a revision surgery took place in which a broken place in which a set screw backed-out , loosened, disengaged approximately 3 months post-operatively.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a set screw backed-out, loosened ,disengaged approximately 3 months post-operatively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The implant was returned, visually and microscopically inspected. The inferior surface of the set screw presented radial deformation. These deformations are typically seen when a rod is not fully reduced prior to set screw tightening. Improper, or uneven, reduction of a set screw may compromise the set screw/rod interface, thereby reducing the effectiveness of the locking mechanism, and potentially allowing for dynamic motion in the construct post-operatively.